Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece. It was reported that the physician went to extend the tip and did not loosen locking mechanism so during extension the locking mechanism moved with the shaft. Physician could put it back on the handpiece. Not an oobf. There was no impact to the patient.

Manufacturer narrative:
Complaint not confirmed: upon receiving the device the cable and tubing was cut off at the device so was unable to test the device for full functionality on cut and coag. Locking mechanism was working as designed. If information is provided in the future, a supplemental report will be issued.